Manufacturer narrative:
Gtin is unavailable as the product made prior to compliance date (B)(4). Reporter¿s complete address was not provided. Reporter¿s phone number: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device had a cosmetic defect (all symbols were missing). It was also noted that the device failed pre-test for visual, thimble lock operation and cutter insertion. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to label/ID/packaging illegible, missing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the attachment device warmed up. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. The exact date of this event was unknown. If additional information should become available, a supplemental medwatch will be submitted accordingly.